Event description:
Received info regarding multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during basal delivery. Customer's blood glucose level was 252 mg/dl. Customer was able to reload the same cartridge successfully and resume insulin delivery.

Manufacturer narrative:
No product returned for eval. Should new info become available, a follow up supplemental report will be submitted.